Event description:
The ge oec 9800 fluoroscopy system would not boot, displaying an a to d channel 3 error message.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective generator driver on the 12volt power regulator. The generator driver was replaced. The system was extensively tested, and operates as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction.